Manufacturer narrative:
(B)(4). The suspect device has not been returned for evaluation at this time. Restart the unit two (2) times and working well. Advised not use the device for further evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having technical alarms 300 - device in failsafe, 400- inspiration valve or device leaky, 545 - astepinspvalve value out range- failsafe, 316 - blower failure. Furthermore, there was no patient associated with the event.